Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: vertebral body compression fracture it was reported that intra-op, the balloon broke. The product came in contact with the patient. No patient symptoms or complications as a result of this event.

Manufacturer narrative:
Product analysis: a visual and functional review reveal that the balloon has ruptured. The rupture is a pinhole near the proximal peak. This rupture is consistent with the balloon coming in contact with bone spurs with the balloon is inflated in the vertebral body. If information is provided in the future, a supplemental report will be issued.